Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On 10/09/2025, the patient reported experiencing inaccurate cgm readings although no specific cgm or bg meter comparison values were reported. The patient did note that when he tested his bg meter reading it was an unspecified high value. Due to the patient having a high bg level, the patient went to the hospital for treatment. No further event details could be recalled, including patient symptoms, treatment details, or length of hospitalization. The patient was ¿fine¿ at the time of report. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and/or diabetic ketoacidosis.